Manufacturer narrative:
An alarm 2 (occlusion alarm) was found in the pump logs. The occlusion alarm investigation could not be completed as the cartridge was not returned. Functional testing was performed however, no failure was identified. The occlusion alarm was the most likely cause of the elevated blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 910 (mg/dl) and diabetic ketoacidosis (dka). The customer stated the pump was not delivering insulin when insulin was requested. A manual injection and a bolus via the pump were used in an attempt to address bg level prior to the hospitalization. While in the hospital the customer received insulin intravenously and potassium. Reportedly the customer had manual injections as alternate insulin therapy. Although requested, the date the customer was released from the hospital was not provided.